Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event (no power) was confirmed at the bench level. The adapter passed visual inspection but failed functional testing. The controller ac adapter had a green led light, but was not providing power to a controller. A digital multi-meter was used to measure the output of the ac adapter; testing found that two of the connections were internally open within the connector. The most probable root cause for the reported event can be attributed to an improper assembly of the output connector. Per the instructions for use (IFU): the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that ac adapter had malfunctioned. The nursing staff reported that the patient received a critical batter alarm and the ac adapter was replaced with a battery. The field service representative took the battery and tested in a mock loop. Upon connecting the controller, after five seconds, a critical battery alarm occurred. Ac indicator no longer illuminated. After disconnecting and re-connecting, ac indicator did not illuminate (although green ac indicator on ac illuminated). After disconnecting driveline and power source, driveline and battery connected and the pump started. Ac then connected and beep indicated connection. Ac indicator not illuminated and with disconnection of battery, critical battery alarm occurs while screen still illuminated and pump still running. With both battery and ac connected, controller alarms power source disconnected. The device was exchanged with no reported consequences to the patient. No additional information provided.